Event description:
It was reported that syringe flu plus 0.25-1ml var dose 23x1 leaked. The following information was provided by the initial reporter: syringes are leaking creating air bubbles and vaccine is seen below the bug. Black dot also see in the vaccine once it has been drawn up.

Manufacturer narrative:
Investigation summary: a device history record review was completed for provided lot numbers 2012411, 2012410, and 2012408. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, ten retained samples for each lot number reported were obtained for evaluation. The retained samples were examined and no signs of defect could be identified. Based on the investigation results, an exact cause could not be determined for the reported issues. H3 other text : see h10

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2012411. Medical device expiration date: 2025-11-30. Device manufacture date: 2020-12-10. Medical device lot #: 2012410. Medical device expiration date: 2025-11-30. Device manufacture date: 2020-12-10. Medical device lot #: 2012408. Medical device expiration date: 2025-11-30. Device manufacture date: 2020-12-02. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 23x1 leaked. The following information was provided by the initial reporter: syringes are leaking creating air bubbles and vaccine is seen below the bug. Black dot also see in the vaccine once it has been drawn up.